Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen black with no service lights in this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.